Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with the distal end through the guiding catheter. There were several stent struts at the proximal end of the stent that were overlapping, bunched up and bent. The proximal end appeared to be stuck in the guiding catheter. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm in length target lesion was located in the moderately tortuous, severely calcified, and 2.5mm in diameter. A 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted after withdrawal. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm in length target lesion was located in the moderately tortuous, severely calcified, and 2.5mm in diameter. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted after withdrawal. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.